Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform was performed which shows no physical damage. A review of the autopulse archive was performed and the reported complaint that the platform displayed a ua7 (discrepancy between load 1 and load 2 too large) fault was confirmed. The archive data shows that ua7 fault occurred on the reported event date of (B)(6) 2015. Initial functional testing could not be performed as a user advisory (ua) 7 fault was displayed upon power up. Load cell characterization testing was performed which shows that the load cell module 2 was over reporting and not functioning correctly. Based on the investigation, the part identified for replacement was the load cell module 2. In summary, the reported complaint of the platform displaying a ua7 fault was confirmed based on review of the archive and functional testing. The fault was found to be due to the defective load cell module 2 which was replaced to remedy the reported complaint. Upon replacement of the defective part, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Complainant alleged that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message, that will not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 02/09/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.